Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A medwatch report (340010-2020-09) was received indicating the patient underwent surgical intervention on (B)(6) 2020 due to an unspecified malfunction. Follow-up information received indicated the patient experienced difficulty connecting with ipg. The patient had stimulation prior to explant.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.